Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-01335, 1627487-2011-01336 and 1627487-2011-01337. The patient received his scs system, including an ipg (implanted on (B)(6) 2006), four leads (from the same lot), and two extensions (from two separate lots), on (B)(6) 2007. The patient's leads were implanted occipitally (off-label). It was reported that the patient lost therapy. It was reported that one of the leads exhibited high impedance values and another lead had migrated. The physician explanted and replaced all four leads and both extensions on (B)(6) 2011. During the procedure, the physician reported that the external charging coil on the ipg had a cut in it; therefore, the ipg was also explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.